Manufacturer narrative:
Device received with missing segment due to cracked and bleeding lcd glass. Device received with cracked case behind the device near the battery tube compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s screen did not work and it had a black spot. The customer¿s blood glucose level was 132 mg/dl. Customer stated that the insulin pump was completely broken. Customer stated that cracked on the battery compartment all the way down from the front. Troubleshooting was performed for damaged. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.